Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the tube revealed that the instrument fully fired. Clip follower engaged with pusher bar. During functional evaluation, the handle was cycled and then it was observed that the jaws would close upon actuation of the handle and the yellow clip follower had already engaged with the pusher bar. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic colecistectomy, when clipping the vessels, the handle of the instrument pressed to activate the clips, this was expulsed without fulfilling its function. The patient did not has injuries in the health.